Manufacturer narrative:
(B)(4). Manufacture date for this product was 05/13/2015-05/20/2015. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of the minicap was protruding out. There was no report of patient injury or medical intervention associated with this event. No additional information is available.